Manufacturer narrative:
No button response due to corroded keypad traces. No button error alarms noted during testing. The insulin pump had cracked case window display corner. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 180 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.